Manufacturer narrative:
(B)(4).

Event description:
There was an unk catheter problem; catheter removal was discussed. It was unclear if the catheter had already been removed. The device system was used to deliver baclofen. Additional info has been requested. A follow-up report will be sent if additional info becomes available.